Event description:
It was reported that there was a pump motor stall and recovery after an MRI and a motor stall and no recovery message after a second MRI. At interrogation after the second MRI, the message: "stopped pump may exceed tube set." The pump was in the "telemetry mode." No patient injury was reported. The physician performed rotor test but it was not clear whether the pump was working or not. The pump was aspirated and the actual residual volume was 3.5 ml instead of the 2.5 expected. The patient was fine, so they decided to fix an early follow-up just to check that everything was ok. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).